Event description:
Pump quick bolus/wake button was reported to be difficult to press and required multiple presses to turn on the screen. There was no reported impact to the customer¿s blood glucose level. The pump was within warranty, and technical support replaced the pump after instructing the caller to remove the case and attempt to press the button again, although they initially declined to share backup therapy information. The customer was informed about the need for replacement, given storage mode instructions, and guided to return the problematic pump within 10 days using the pre-paid label and return box provided.